Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
An infection was found after the ascend flex reversed surgery. On (B)(6) 2020, this patient had a revision surgery. All the ascend flex reversed implants were removed and the antibiotic cement was newly implanted at the affected part.